Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable one (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device included the carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The components were returned separated from each other. The carrier tube was returned in rear lock position with the suture fully deployed and cut distal to the clear marker. The suture was pulled through the shaft of the carrier tube near to the base. The angio-seal device was returned for evaluation. The carrier tube was returned in rear lock position and was fully separated from the sheath. The suture was fully deployed and had been cut. The carrier tube latches were inspected, but no damage or issues were identified. The cause of sheath and carrier tube separation could not be identified. It is possible the device separated during rear locking due to lateral or sideways movement. A determination could not be made based upon the available information. As a result, the complaint was confirmed for sheath and carrier tube detachment. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requeted, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that upon completion of the hepatic angio, the angio-seal was used to close the femoral arterial access. Proper steps were utilized throughout the deployment. The physician stated that the footplate/anchor was deployed via insertion of the angio-seal device through the sheath to the first click position. However, when the physician tried to set the anchor by retracting the angio-seal device to the second click position, the locking mechanism failed, exposing the back end of the suture. Hemostats were used to grab the back end of the suture, retract and apply tension to cinch the collagen and footplate together, tamp the collagen, and seal the access. Ultrasound was used to visualize that the footplate was in the proper location, the patient did not experience any adverse effects, and the procedure was successfully completed. The procedure was a varix embolization. There was no blood loss.